Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved through troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery test failed and high sleep current due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly . Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.